Event description:
A female patient reported she experienced a bacterial eye infection following the use of complete moistureplus with her acuvue oaysis lenses. She indicated that on the morning before event day, she awoke with a painful left eye and it was hard to open the eye. She did not wear contact lenses that day and used ocular lubricants. The following day, it was no better, so she sought medical treatment from her ecp. She was treated with antibiotics (quixen and then tobradex). There was no improvement and she was referred to a cornea specialist. A culture was reportedly obtained and according to the patient, she had an unspecified bacterial infection. She was treated with gentamicin and cefazolin; she is still under treatment. She thinks she used the present unit for about one month before the onset of symptoms (unit is nearly empty). She had used complete moistureplus for about one year without trouble. She indicated that she discards her contact lenses every 7 days. Follow up information obtained on 1/24/2007 indicated that the patient is still under treatment and is improving. She indicated there will be a corneal scar.